Event description:
The customer reported that on turning on the ventilator, a start-up error code which indicates a communication failure with the control circuit board was generated. Nevertheless, the customer proceeded and started the ventilator, but it did not work and another technical error was generated indicating disabled valves where all gas modules are disabled, the safety valve is opened, the expiratory valve is opened and the power to all these valves is removed to enable spontaneous breathing.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.